Manufacturer narrative:
The insulin pump had no button response and frozen display due to a flattened dome switch on the down arrow button. No battery out limit alarms were noted.

Event description:
The customer reported a frozen screen when attempting to bolus. The customer changed the battery, then received a battery out limit alarm, which could not be cleared due to the frozen screen. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.